Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a reservoir leak. Customer's blood glucose was unknown mg/dl. The customer stated that the reservoir was discarded (not used). Customer stated that the location of the leak is transfer guard. The customer is unable to complete troubleshooting because leak are past events and wants reservoirs replaced. The customer was transferred to customer service to exchange remainder of reservoirs per request.

Manufacturer narrative:
A complete analysis and testing of 3 sealed, 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.